Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The de novo lesion being treated was located in the severely tortuous and calcified left anterior descending (lad). The lesion was 80% stenosed, 4mm in diameter and 16mm long. During the procedure, the physician used a stent balloon and a 4.0x15mm quantum maverick balloon for kissing technique. It was noted that the shaft break of the quantum maverick occurred within the guiding catheter. The procedure was successfully completed with another with the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The de novo lesion being treated was located in the severely tortuous and calcified left anterior descending (lad). The lesion was 80% stenosed, 4mm in diameter and 16mm long. During the procedure, the physician used a stent balloon and a 4.0x15mm quantum maverick balloon for kissing technique. It was noted that the shaft break of the quantum maverick occurred within the guiding catheter. The procedure was successfully completed with another with the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed the hypotube of the returned balloon catheter was broken. The proximal portion of the device measured approximately 54cm from the edge of the strain relief to the broken area of the hypotube. The distal portion of the device measured approximately 88.5cm from the hypotube broken area to the distal tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).